Event description:
It was reported that the customer had a leaky reservoir. The customer stated that after filling reservoir and putting it into the insulin pump, she noticed that the entire reservoir had leaked into the insulin pump. The customer also stated that she noticed this before she used the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.